Manufacturer narrative:
Device received unable to perform the displacement due to detached end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer also reported that insulin pump was dropped causing damage in the area of the drive support cap. Insulin pump was held together with tape. Troubleshooting was performed. The device will be returned for analysis.